Manufacturer narrative:
The manufacturer is currently performing investigation and will provide the results with the supplemental report.

Manufacturer narrative:
This hypoglycemia event was determined to not be systemic because during the time covered in the investigation there were other system reported hypoglycemic events that were correctly asserted.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and claimed the continuous glucose monitoring system did not alert him. The user did not require medical attention.